Event description:
It was reported that the rigid video scope experienced a green image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a update to the following field(s): d8, d9, h3 & h4. The device was returned to olympus for inspection and the reported failure was confirmed due to the r-unit (charged coupled device) is broken. Based on the results of the investigation, the most probable cause of the reported issue is caused not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope experienced a green image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.